Event description:
A home hemodialysis monitoring center reported that there was a low venous pressure alarm and a blood pump stopped alarm 54 minutes after a dialysis treatment was started. There was no response when the home pt was called so the monitor called 911 and the home coordinator. The emergency medical service personnel found the pt in full arrest and were unsuccessful in their efforts to resuscitate the pt. When the home coordinator arrived at the pt's home, they found that there was a leak at the arterial line and dialyzer connection. The arterial line appeared to have been cross-threaded to the dialyzer. Estimated blood loss was 1-2 liters. There is no pressure monitoring at the site of the leak so this type of leak could not have been detected by the machine. MDR decision was based on add'l info received on 11/2001.